Event description:
A caller reported a cartridge alarm 20, indicating a potential issue with their pump. The customer's blood glucose level was reported as "high," but no specific value was provided. In response to the elevated blood glucose, the customer changed out supplies and administered a correction bolus via the pump. Technical support confirmed that cartridge alarms had occurred with consecutive cartridges and decided to replace the pump. The customer will continue using their current pump until the replacement arrives, which will come with updated software. The caller was informed about storage mode instructions and the updated software's compatibility with the g7 sensor and acknowledged understanding all instructions given. There was no reported third-party assistance required by the customer.